Event description:
The customer reported a speaker malfunction error on the mx450 patient monitor. They stated there was no sound coming from the speaker. The device was in clinical use at the time of the alleged malfunction. No report of patient or user harm.